Event description:
The device was returned for a failed dsps. Upon return, the performed mock infusion did not reproduce the error. Log files indicated "sensor hardware failure (dsps sensor)". The fva flag pcba was replaced. The unit was then tested for dsps calibration/verification and the unit passed. Ran a second mock infusion and error did not occur. Internal investigation found damaged wires on the fva motor. Fva flag board and fva motor will be removed and replaced during repair process.

Event description:
The following has been reported: biomed reported: pump failure alarm no patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.